Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she will have surgery to remove the essure implant on (B)(6) 2017). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had the need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 39-year-old female patient who had essure (batch no. B40017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In february 2014, the patient experienced mood altered ("hormonal changes describe: moody"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), breast tenderness ("breast tenderness") and menstruation irregular ("irregular cycles"). On (B)(6) 2014, 19 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced urinary incontinence ("bladder or urinary problems or changes- frequently urine incontinence"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (she will have surgery to remove the essure implant on 29 september 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, mood altered, urinary incontinence, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, breast tenderness and menstruation irregular outcome was unknown and the vulvovaginal pain had resolved. The reporter considered alopecia, breast tenderness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menstruation irregular, migraine, mood altered, nausea, pelvic pain, urinary incontinence, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. Insertion date discrepancy(B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: reporter information, patient details, other relevant history, lab data, product information and events-hormonal changes describe: moody, abnormal bleeding (general), bladder or urinary problems or changes- frequently urine incontinence, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, hair loss, breast tenderness, irregular cycles, vaginal pain were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 39-year-old female patient who had essure (batch no. B40017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced mood altered ("hormonal changes describe: moody"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), breast tenderness ("breast tenderness") and menstruation irregular ("irregular cycles"). On (B)(6) 2014, 19 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced urinary incontinence ("bladder or urinary problems or changes- frequently urine incontinence"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (she will have surgery to remove the essure implant on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, mood altered, urinary incontinence, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, breast tenderness and menstruation irregular outcome was unknown and the vulvovaginal pain had resolved. The reporter considered alopecia, breast tenderness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menstruation irregular, migraine, mood altered, nausea, pelvic pain, urinary incontinence, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. Insertion date discrepancy (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.